Event description:
The distributor (B)(4) in (B)(4) reported that after 90 days of a posterior lumbar fusion due to spine fracture, the doctor wanted to remove the jacket. The distributor reported that when the doctor saw the control x-ray, he found out that the head of the polyaxial screws became detached.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.